Event description:
It was reported that during a left bundle branch area pacing (lbbap) procedure, high capture thresholds and suboptimal sensing were noted on two initially positioned right ventricular (rv) leads, prompting lead repositioning. During repositioning, both active-fixation helices elongated and became damaged. Neither lead was used for final implantation, and a new rv lead was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported events were unacceptable threshold, helix damage, and r-wave amplitude variation. As received, a complete lead was returned in one piece. The reported event of helix damage was confirmed. Visual and x-ray examinations noted the helix was stretched/ damaged consistent with procedural damage. The cause of helix damage was consistent with procedural damage. The reported events of unacceptable threshold and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.